Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) early due to high right ventricular (rv) lead and left ventricular (lv) lead thresholds. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 6942-65 implantable tachy lead 1999 (B)(6); 5072-52 implantable pacing lead 1999 (B)(6). (B)(4).